Event description:
Update rec'd 3/17/2015 asr removal; patient experiencing pain and elevated ion levels - removed all asr components and replaced with gription cup and altrx liner and ceramic ts head.

Event description:
Update rec'd (B)(6) 2015- medical records received. Upon revision, tan fluid, osteolysis and tissue reaction were noted. The information received does not change the MDR decision.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed. (B)(4).

Event description:
Litigation alleges pain, metal debris, and inhibition of the ability to walk.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.